Event description:
It was reported that the patient experienced peritonitis, manifested by abdominal pain and cloudy effluent, coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported event. The treatment for peritonitis included intraperitoneal (ip) cefazolin (250mg, for 2 weeks with frequency not reported) and ip ceftazidime (125mg, for 2 weeks with frequency not reported). The patient was discharged from the hospital after nine days. The cefazolin and ceftazidime therapies were discontinued five days after being discharged. The patient has recovered from peritonitis. The pd therapy was ongoing. Additional information was requested and was not available at this time. This is report 1 of 2 involved in this event.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A review of all batch record documents was performed for potentially associated lot number gd895771 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up medwatch will be submitted. This is the same patient as cmplnt-(B)(4).